Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location in an ak 96 machine during the disinfection phase prior to therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The on-site technician did not provide any further information other than the device was repaired. Due to the device not being returned, no further testing could be performed. Therefore, the cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.